Event description:
As reported to the implant patient registry (ipr), approximately 5 years, 2.5 months post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted, and a surgical aortic valve was implanted. There is no known reason for explant at this time. Per ipr card, the patient expired. The date and cause of death was not provided at time of report. At this time there is no indication that it was related to the edwards valve.

Manufacturer narrative:
Investigation is ongoing. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for a redaction as medical records were received. The following sections of this report have been updated: b4, g3, g6, h2, and h10 based on additional information received. H1 marked inadvertently. There is no reportable malfunction. It was initially reported to the implant patient registry (ipr), approximately 5 years, 2.5 months post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted, and a surgical aortic valve was implanted, however after investigation, the explant was due to a ruptured aortic aneurism and not a malfunction of the edwards valve. The patient was given the choice in january 2022 to undergo surgery to replace the aortic root, however declined. In november 2022, the patient was in an emergent situation and given 20-40% mortality rate with surgery, however "near certain death" without it. The family agreed to proceed with the explant/avr. The patient was unable to be weaned off cpb and the patient was pronounced deceased in the or. Post op note stated that rv failure contributed to cod. This event will be no longer reportable as there was no malfunction and no serious injury related to the edwards valve and the explant was due to the aortic root rupture.